Event description:
Customer reports four incidents of the set leaking chemo "where the needle attaches to the needleless system" during patient use. Reporter states no patient or staff injury resulted from reported condition. After follow up with rn, it is reported that the connection was "not tight enough." Rn reports that staff is new to using product and were not aggressive enough with securing connections.